Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone call damage on the insulin pump. Customer's blood glucose level was 5.6 mmol/l. Customer's insulin pump had a light flashing on the screen and the device would not stop beeping. Troubleshooting for cosmetic damage was performed. Customer was unable to navigate throughout the device and unable to pass the self-test due to the screen display not properly working. Customer's insulin pump had a small scratch and missing segments in the lcd screen. Customer advised 1/3 of the insulin pump is either damaged or missing. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
After battery installation the insulin pump gave an unexpected white flashing lcd followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify missing segments due to display anomaly. The insulin pump was received with minor scratched lcd window, case and keypad overlay.